Event description:
A former premature infant was operated on in (B)(6) 2018 for congenital mitral insufficiency. The patient had two failed attempts to repair the mitral valve which were unsuccessful due to extremely fragile and rapidly reorganizing annular tissue. On (B)(6) 2018, a 21 mm masters series mechanical heart valve was placed in the mitral position and the patient recovered well. On (B)(6) 2018, the patient was readmitted for respiratory dysfunction, initially treated as aspiration pneumonia. Upon review of the echocardiogram, it was noted that the mitral prosthesis had thrombosed and was not functioning. The valve was fixed in a semi-open position causing extremely high diastolic gradients and a large regurgitation. On (B)(6) 2018, the patient's condition deteriorated and the patient was placed on v-a ECMO and attempts at thrombolysis were performed without impact on product performance. On (B)(6) 2018, the decision to surgically intervene was made and as the facility did not have another mechanical heart valve available, a 23 mm trifecta gt valve was implanted. Upon explant of the thrombosed mhv, pannus and thrombus were noted. This intervention was considered a lifesaving procedure and for the valve to function in the mitral position, the trifecta gt valve was implanted upside down. Sutures were difficult and became stuck on the stent posts of the trifecta gt valve due to the small size of the patient¿s atriotomy and poor visibility due to patient size. The patient was monitored and maintained on ECMO for the lungs and heart to recover. As the lungs and heart did not recover, on (B)(6) 2018, there was a decision to explant the 23mm trifecta gt and implant a 23 mm masters series mechanical heart valve. The patient had hemolysis, heart failure and respiratory failure at the time of the implant of the mhv (23mm masters). At the explant of the trifecta gt valve it was noted that performance was impeded as two sutures had were stuck in the stent posts of the valve making it inefficient and that the stent posts were noted to be deformed. The patient remained on ECMO for the following four days, however as the patient thrombosed the ECMO it was discontinued. The patient is in satisfactory condition however the inr remains non-therapeutic. The status is critical.

Manufacturer narrative:
The reported damage to the leaflets and stent posts is confirmed. Hemolysis was also reported. Morphological examination revealed that all three leaflets were folded and pinned, with indentations in the leaflet tissue near stent posts 2 and 3 consistent with the event description of sutures pinning the leaflets down. Stent posts 2 and 3 appeared to be bent slightly outwards. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that "sutures were difficult and became stuck on the stent posts of the trifecta gt valve due to the small size of the patient¿s atriotomy and poor visibility due to patient size." The valve was implanted in the mitral position, as the site did not have another mechanical valve available. Per the instructions for use, artmt100131328 ver. D, "the valve is intended as a replacement for a diseased, damaged, or malfunctioning aortic heart valve."

Event description:
A former premature infant was operated on in (B)(6) 2018 for congenital mitral insufficiency. The patient had two failed attempts to repair the mitral valve which were unsuccessful due to extremely fragile and rapidly reorganizing annular tissue. On (B)(6) 2018, a 21 mm masters series mechanical heart valve was placed in the mitral position and the patient recovered well. On (B)(6) 2018, the patient was readmitted for respiratory dysfunction, initially treated as aspiration pneumonia. Upon review of the echocardiogram, it was noted that the mitral prosthesis had thrombosed and was not functioning. The valve was fixed in a semi-open position causing extremely high diastolic gradients and a large regurgitation. On (B)(6) 2018, the patient's condition deteriorated and the patient was placed on v-a ECMO and attempts at thrombolysis were performed without impact on product performance. On (B)(6) 2018, the decision to surgically intervene was made and as the facility did not have another mechanical heart valve available, a 23 mm trifecta gt valve was implanted. Upon explant of the thrombosed mhv, pannus and thrombus were noted. This intervention was considered a lifesaving procedure and for the valve to function in the mitral position, the trifecta gt valve was implanted upside down. Sutures were difficult and became stuck on the stent posts of the trifecta gt valve due to the small size of the patient¿s atriotomy and poor visibility due to patient size. The patient was monitored and maintained on ECMO for the lungs and heart to recover. As the lungs and heart did not recover, on (B)(6) 2018, there was a decision to explant the 23mm trifecta gt and implant a 23 mm masters series mechanical heart valve. The patient had hemolysis, heart failure and respiratory failure at the time of the implant of the mhv (23mm masters). At the explant of the trifecta gt valve it was noted that performance was impeded as two sutures had were stuck in the stent posts of the valve making it inefficient and that the stent posts were noted to be deformed. The patient remained on ECMO for the following four days, however as the patient thrombosed the ECMO was discontinued. The patient is still hospitalized in the ICU but is now extubated and eating well, without huge and severe problems. The inr is still not in the therapeutic range.